Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was not inflating. There was a hole in the left cylinder. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was not inflating. There was a hole in the left cylinder. The device was removed and replaced. There were no patient complications.